Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms a period of hypoglycemia on the reported event date. A total of 6 meal announcements were entered in a short period of time prior to the event (5 meal announcements were entered back-to-back approximately 2 hours before the event and one just before the event). The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The hypoglycemic event was caused by misuse of the meal announcements feature. The user's reported altered mental capacity likely impacted their decision making and misuse of the meal announcement feature.

Event description:
On 7/15/24 a beta bionics territory business manager (tbm) became aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 7/11/24. On 07/11/24, the user made six consecutive dinner meal announcements on their ilet pump, leading to a severe hypoglycemic event. Ems was called, and the user became unresponsive, resulting in hospitalization. The user's vision impairment was noted as a contributing factor to the incident, as they have limited vision in both eyes, making it difficult to see the ilet screen. The user also reported they "wasn't at mental capacity" due to "recreational medicines." The user was treated with IV dextrose in the ER, where their blood glucose was 20 mg/dl, and they reportedly flatlined twice. Following the incident, the hospital removed the ilet pump, and the user has since returned to multiple daily injections (mdi). The user has discontinued use of the ilet.